Manufacturer narrative:
While the genesys spine binary anterior cervical plate has a locking mechanism that accommodates a high degree of screw angulation, the degree of screw angulation does still have its limits. If the screw angulation exceeds the limits of the cervical plate design the surgeon could experience difficulty engaging the lock. Based on the information provided and the inspection of the returned cervical plate the root cause of the incident is believed to be screw angulation that exceeded the degree of angulation that the lock can reliably accommodate.

Event description:
During a two-level acdf procedure, the locking mechanism on a cervical plate did not engage one cervical screw. As a result, the plate was removed and replaced with a cervical plate of the same size. There was no patient effect and the total procedure delay was less than 5 minutes.